Event description:
Bed in shop for routine service. Failed lateral pull test at 37# versus a spec of 50#note: this bed passed the pull test earlier this year. Therefore, the new recall calling for annual brake testing does not provide protection to the patient. Per that recall this bed could have been in use for 10 more months with bad brakes.======================manufacturer response for med/surg bed, stryker (per site reporter).======================service tech will be sent to replace brake kits.